Event description:
It was reported that the patient (ins) has not worked for the past two months and that it caused to be depressed. No further details were provided. The patient did note they had appointment with their physician on (B)(6) 2012. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# serial#(B)(4) implanted: explanted: product typ programmer, patient. (B)(4).